Manufacturer narrative:
Other, other text: h2: additional information: see b5 and h6 (patient code). H3: one cadd cassette reservoir with an unknown part number and lot number was received in used condition without its original packaging. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. No damages were detected on the sample; however, arch height on the pump tube looked low, almost flat. The sample was received without the blue clip. The sample was set for accuracy testing using a cadd solis vip pump and a balance mettler toledo to look for unusual function. The sample failed the functional test. The reported issue was able to be confirmed. The most likely cause of the issue is that inadequate process controls for tube arch height and tube placement have allowed pump tubes on cadd disposable to have too low a tube arch and to not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery.

Event description:
Additional information was received indicating that the patient did not receive pain relief.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the cadd solis pump did not deliver the requested dose. The IV bag was full. The patient experienced inadequate relief. No patient further complications were reported in relation to this event.